Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. All external drainage and monitoring systems are 100% leak tested at the time of manufacture. Upon review of this event, it was identified that an MDR was inadvertently submitted. The reported damage was at the drainage bag component of the device which would not result in the entire drainage system being replaced. It may only need replacement of the drainage bag. This type of event has not caused any patient injury in the past; and there was no patient impact reported for the current event. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, allow to air dry completely prior to connecting the system.¿ the IFU also cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. All external drainage and monitoring systems are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the surgeon detached the bag and poured the fluid, the drain port cap ruptured. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.